Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that patient had relief the first week of implant. Patient had an infection the first week and doctor put them on medication for infection. Patient did not have relief since their infection and doctor told them to change the program and they needed assistance changing the program. Patient was not feeling stimulation and therapy was on. Patient synced and setting was p1 at 3.90v and therapy was on. Patient changed to p2 at 3.0v and they would try setting. Patient was advised to consult with doctor for more information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient received implant on (B)(4) 2017 and was told to adjust setting if they did not feel on (B)(4) 2016. Patient was not feeling the stimulation however they did have symptom control. Patient said that they tried to adjust however they was not sure that they were using the programmer correctly. Patient was able to connect with ins after several attempts and stimulation was on. Patient did decide to increase by one click, .05. Patient reported still not feeling after one click however did not want to increase any higher at this time.